Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, multiple non-sustained ventricular tachycardia events were noted, which were caused by noise on the right ventricular lead. The noise was reproducible with isometrics. Later on (B)(6) 2020, the patient presented in hospital and, additionally, it was noted that the noise caused pacing inhibition. Programming changes were made; further intervention was discussed. The patient was in stable condition.